Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The customer reported the following led up to the event: the insulin pump being dropped. The event involved product(s) mmt-1884, mmt-332a, and mmt-242a. Troubleshooting was performed and the customer completed the disconnection from the pump. It was unknown whether the insulin pump system was used within 48 hours of the reported event and whether the auto mode/smartguard feature was active at the time. No further patient complications were reported. A product return for mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. The customer will discontinue to use of the mmt-1884.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: indent on the right side of the case. The pump was received with a battery cap that was missing a weld spot. After battery installation, a blank display was noted. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. There were multiple cracks in the lcd screen, lcd controller, and the circuitry around the lcd controller. More over the pcba1 j4 connector detached from the boards as the two boards were being separated. In summary, the customer¿s report of a damaged lcd screen was confirmed during testing. The blank display is due to a smashed up lcd screen and circuitry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.